Event description:
The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. The last magnet swipe show to be at on (B)(6) 2022 at 8:20 pm. The last magnet inhibition is shown to be at on (B)(6) 2022 at 8:54 am. Thus it seems that the reed switch had been working properly at this point but became stuck closed on (B)(6) 2022.

Manufacturer narrative:
B3. Date of event, b5. Describe the event or problem, b6. Relevant tests/laboratory data, including dates ; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was found from programming history periodic review what low impedance value was seen. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has low output current. Further information was received indicating that patient still has low output current and now error code 254. Output was reduced from 3.0 to 2.75ma and diagnostics were ran successfully but after enabling therapy it would show low output. This was re-attempted in guided mode with output of 1.75ma and low output was still seen as well as low impedance. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. Furthermore, low impedance is an expected event with reed switch malfunctions. This event will not be coded as the malfunctioning device is the patient's implanted generator. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.